Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the speed of the device could not be controlled/changed and the device failed pre-test for unintended system motion. Therefore, the reported condition that the device was defective was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that there was difficulty controlling/changing the speed of the electric pen drive device, and the motor was worn. It was further determined that the device failed pretest for check for unintended motion, check function in ¿lock¿ mode with hand switch, check function in ¿lock¿ mode with foot pedal, check the power with test bench, check the speed with tachometer, and check function with test hand switch. It was noted in the service order ¿article defect¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.